Event description:
It was reported via medwatch report that the subject videoscope was suspected to be involved in a salmonella infection to a patient. The report also indicated the patient was hospitalized. No further information was obtained.